Manufacturer narrative:
A ge oec service rep investigated the issue and found broken hv cables to the camera that were repaired as well as re-seating the chips and connectors. There were also broken wires in the interconnect cable that was removed and replaced as well. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had the display monitors go white. Intermittent no display.